Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Upon interrogation of the device post procedure, it was found that the left ventricular (lv) lead exhibited failure to capture. The lv lead was explanted and replaced. No patient condition was reported.